Event description:
Device was removed due to thrombus. At explant, the hcp noted organized thrombus on the outflow of the three leaflets. Patient first became symptomatic in august, 2002 after being removed from anticoagulation therapy. No patient history of endocarditis. Valve was replaced. No additonal consequence reported for the patient.